Event description:
It was observed that during the device evaluation, the uretero-reno fiberscope bending section has a cut; the control body and insertion tube have lifting catching cotton. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of this complaint traced to component failure which means expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.